Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out for normal elective replacement indicator (eri), the physician noted an insulation anomaly with the right ventricular lead. Physician capped and replaced the lead on (B)(6) 2017. There were no complications during the procedure.